Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is underdelivering insulin. The blood glucose reading is 157 mg/dl. Customer stated that he is not receiving the programmed boluses. The blood glucose levels are not going down. Customer has been prescribed antibiotics. Nothing further reported.